Event description:
It was reported that during priming with a prismaflex st100 set, the return line was observed to be disconnected from the blood port screwed connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed that the set return line was disconnected from the filter screwed connector. A non homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was determined to be due to the inadequate volume of solvent applied to the tubing during the manufacturing assembly process. This event would prevent the device from being used or result in delay in therapy. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.